Event description:
The patient had a primary shoulder surgery on (B)(6) 2024. On (B)(6) 2025, the patient came in reporting pain after falling out of bed that resulted in a loose baseplate. The surgeon revised the metaphysis, liner, baseplate, peripheral screws and glenosphere. The surgery was completed successfully. On (B)(6) 2025, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and the surgery was completed successfully. Presently, on (B)(6) 2025, the patient dislocated again so the surgeon converted the reverse shoulder to a hemi. The glenosphere dislocated from the liner. The liner did not dissociate from the metaphysis and the glenosphere did not dissociate from the baseplate. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 7 march 2025: (B)(4) items manufactured and released on 17-apr-2024. Expiration date: 2029-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants also revised: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 2406379 (B)(4) items manufactured and released on 27-may-2024. Expiration date: 2029-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.